Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Episodes of non sustained right ventricular oversensing due to post-paced t wave oversensing were observed. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable before, during and after the visit.